Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The root cause of the issue was due to normal wear as the pump was over 5 years old. Correction: no causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Device evaluation results: one medfusion 4000 pump was returned for investigation in used condition with chips broken out of both front corners of the top case, cracks on the bottom case and battery door. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. "Battery not working" and "battery communication time out" alarms were found in the event log. The power on start up test was employed during investigation and the "battery not working" alarm as well as the "battery communication timeout" error followed a moment later. No problem was found when testing with a test battery. However, customer battery was not operating as intended. Customer battery was over five years old and normal wear has occurred. The battery was replaced and the device passed all functional and delivery tests.

Event description:
It was reported that a smiths medical pump exhibited a faulty interconnect board and damaged top case. Per reporter there was no patient involvement.